Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to use an alternate insulin delivery method called mdi. Technical support sent a replacement pump and provided instructions for the customer to put the existing pump into storage mode and return it to tandem using a pre-paid ups label.